Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing came loose at the tubing connector while sleeping. The infusion had been used for two days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. They were unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.